Event description:
It was reported that the catheter was inserted in the pt's right subclavian vein. The pt was given a muscle relaxant at the time of catheter insertion. Shortly after insertion, a whole body skin rash developed followed by hypotension and shock. The pt was given CPR, addrenalin, dopamine and other medications to reverse the shock. The catheter was removed. The skin rash and hypotension were resolved, but two weeks after the occurrence, the pt remained on a respirator.